Manufacturer narrative:
The returned test strips were measured on reference meters with a high-level control sample: (B)(6). All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). The laboratory result using an unknown reagent was 2.75 inr. Within four hours, the result from the meter was 4.0 inr. Later in the afternoon, the result from the meter was 3.8 inr. On (B)(6) 2021 at 16:30, the result from the meter was >8.0 inr. At 16:30, the result using another roche meter was >8.0 inr. At 16:35, the laboratory result using an unknown reagent was 4.97 inr. The laboratory result was believed to be correct. The therapeutic range was 2.5-3.0 inr. The testing frequency was not provided.